Manufacturer narrative:
Evaluation of the returned lantern confirmed a proximal shaft fracture. If the lantern is forcefully mishandled at extreme angles during advancement, the device may become kinked and subsequently may fracture. Further evaluation of the device revealed additional fractures and multiple kinks in its proximal shaft, and an ovalization in its distal shaft. This damage was likely incidental to the complaint and may have occurred during manipulating the device on the back table. Evaluation of the returned lantern confirmed a proximal shaft fracture. If the lantern is forcefully mishandled at extreme angles during advancement, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed additional fractures in the proximal shaft and kinks throughout its length. This damage was likely incidental to the complaint and may have occurred during manipulating the device on the back table. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02120.

Event description:
The patient was undergoing a medical procedure using lantern delivery microcatheters (lantern) and a non-penumbra catheter. During the procedure, a lantern became kinked in the rotating hemostasis valve (rhv). While retracting the lantern, the physician broke the lantern at the mid-shaft. Therefore, the lantern was removed. Subsequently, the same issue occurred with a second lantern. Therefore, the lantern was also removed. The procedure was completed using the same rhv, a non-penumbra microcatheter and the same non-penumbra catheter. There was no report of an adverse effect to the patient.